Event description:
The customer reported that the system displayed poor image quality. No injuries were reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.